Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex (lcx) artery. A 1.2mmx12mm threader was selected for dilatation however during the first inflation at 7 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed using a 1.25x10mm non-bsc balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a threader balloon catheter with a stopcock attached to the hub. There was contrast and blood in the inflation lumen and balloon and blood in the guide wire lumen. There were numerous kinks throughout the hypotube of the device. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, multiple streams of water emitted from the balloon wall. The balloon was microscopically examined a pinhole in the balloon wall at the proximal edge of the markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the markerbands that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex (lcx) artery. A 1.2mmx12mm threader was selected for dilatation however during the first inflation at 7 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed using a 1.25x10mm non-bsc balloon. No patient complications were reported and the patient's status was good.